Event description:
Medtronic received information that more than nine years following the implant of the sorin valve, a second valve was required. A transcatheter bioprosthetic valve was implanted valve-in-valve for unreported reasons. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).